Event description:
It was reported, that there was an issue with the product nk462d, biolox delta prosth.head 12/14 28mm l. According to the complaint description, the ceramic head broke intraoperatively. This happened when an attempt was made to strike the head on the shaft in situ with 3 light blows. The ceramic head broke and was removed immediately. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: the complained product was provided and therefore was available for investigation. The product investigation was carried out at ceramtec gmbh, plochingen, germany. Excerpt from investigation report from ceramtec as follows: description two large, one small and eight very small fragments of a ceramic femoral head were received. Identification. Femoral head. The provided femoral head can be uniquely identified through the laser marking. The following elements of the marking, indicated on the outer chamfer, are legible as follows: " 28-12/14 l 22-3479346 ". Based on this information, the internal ceramtec lot number 7011713286 was identified for the femoral head. Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained in the femoral head conformed to the specification valid at the time of production. Density and grain size. The density was determined on the fragments of the femoral head. The measured average relative bulk density complies with the material specification for bioloxdelta components (> 99 %). Since destructive analysis was not expressly permitted, the mean grain size could not be determined. Description of the fragments provided. Femoral head. Reconstruction. The ceramic femoral head cannot be completely reconstructed from the delivered fragments. There are fragment missing which could potentially yield further information if there were available. Therefore, the analysis of the fragments and the fracture surfaces remains technically incomplete. Metal transfer. There are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces. This kind of secondary metal transfer is typically caused by chafing between metal parts and/ or surgical instruments and the ceramic femoral head during surgery. Such patterns do not provide any information about the cause of the fracture. In case of symmetrical taper fit between the ceramic femoral head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in region of the taper top. Such primary metal transfer patterns cannot be found on the conical bore surface. The expected metal transfer is completely missing on the bore of the femoral head, which indicates that there was no direct contact of the metal stem taper with the inner bore of the corresponding femoral head. Fracture surfaces. The femoral head is fractured into several pieces. Metal transfer can be found on the inner chamfer. The region of the fracture origin can be identified next to the metal transfer. Furthermore, metal transfer on the inner chamfer is located on the diametrically opposite side. These findings leads to the assumption that a contact with a non-fitting metal object occurred which caused high local stress values leading to the fracture of the femoral head. In order to identify possible causes of the metal transfer in the region of the inner chamfer , ceramtec preformed material analysis with energy dispersive spectroscopy by x-rays (edx) to identify the chemical elements of which it consists. The material analysis was executed on the metal transfer spot at the small fragment of the femoral head. The material analysis detected cobalt, an increased amount of chromium and a small amount of manganese as the dominating elements, beside the ceramic material. The proportions of cobalt and chromium actually point to the stem which remained in-situ, if it was made from a cobalt-chromium alloy as is not uncommon for hip stems. The material of the stem was not reported to ceramtec. However, the traces of manganese found could also indicate stainless steel as potential source and thus possibly an instrument. In such case, iron should also be found and as the dominant element, which the analysis did not reveal. It can therefore be concluded that the metal transfer spot was not caused by contact with the surgical instruments. Summary: - the denisty of the femoral head was analyzed and found to comply with the material specification for bioloxdelta components. The microstructure as obtained from the quality documents meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. - secondary metal transfer patterns can be located on the fragments of the femoral head as a result of contact with metal parts and/ or surgical instruments. - the expected primary metal transfer cannot be found on the bore surface. - the region of the fracture of origin can be found in the region of the inner chamfer. - metal transfer can be found next to the region of the fracture origin which leads to the assumption that the fracture occurred due to a point or line contact with a metal object. -the preformed material analysis has revealed that the material spot consists of remnants of cobalt, chromium and manganese. It can therefore be concluded that the metal transfer spot was not caused by contact with surgical instruments. - a point load caused by a contact with a material object leading to high local stress values probably caused the fracture of the femoral head. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.